Event description:
During surgery, the im rod broke off into the femur. A piece approx 3 1/2 inches long had to be left in the pt. The rod broke just below the screw that is in the rod.

Manufacturer narrative:
Examination of the submitted rod confirmed the reported breakage. The product returned is of a prior design. A conclusive root cause was not identified. Although the design has been enhanced since the complaint sample was manufactured, the rod breakage may also be related to a combination of instrument age, svc life, and/or user technique. The need for corrective action is not indicated. In response to a trend identified previously for this product code, eco 38013 was released in 2001, changing the raw material used and the geometry of the rod. A search of the complaint database did not find any complaint of this nature manufactured after this change. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.